Manufacturer narrative:
There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. A system log review was not performed, as the reported complaint is not associated with any system errors or logged system events.

Event description:
It was reported that during an ion endoluminal lung biopsy procedure, before the endobronchial ultrasound (ebus), some blood was observed entering the endotracheal (et) tube. Per the physician, following the ion procedure, the patient experienced persistent bleeding from the biopsy sites. The bleeding was controlled without significant difficulty; however, the patient developed an airway blood clot that partially obstructed the endotracheal tube. This required aggressive suctioning to clear the clot and maintain airway patency. The physician re-entered with a bronchoscope, cleaned up the blood and administered 5cc of epinephrine. After clot removal, there was no evidence of ongoing active bleeding on direct bronchoscopic visualization, nor were there concerning findings on repeat post-procedure chest imaging. Subsequently, the patient developed atrial fibrillation with rapid ventricular response (rvr), with heart rates sustained in the 150s. Due to the persistent tachycardia, the decision was made to keep the patient intubated and monitored overnight for closer observation and stabilization. The patient was successfully extubated the following day, but continued to have atrial fibrillation with rvr. Cardiology was consulted for co-management the patient's cardiac medications were adjusted accordingly, and the rhythm and rate were managed medically. The bleeding was determined to be directly related to the biopsy sites. The patient had been taking eliquis underlying cardiac condition; this medication was appropriately held for two days prior to the procedure. Based on procedural findings and clinical assessment, the bleeding was not felt to be directly related to the robotic catheter itself.